Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a month ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty in charging the ipg. The patient underwent a revision procedure where the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted device will not be returned.